Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of sense b node noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted cuts in the insulation and a bubble in the notch area next to the sense b electrode. Resistance test and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-rays were performed and no abnormalities were observed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of sense b node noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.